Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine generator change out, the physician noted the right ventricular (rv) lead insulation was frayed and falling apart. It was noted the insulation further broke apart upon removal of the device. The lead was capped and replaced. No patient complications have been reported as a result of this event.